Event description:
Dealer alleges user was driving the unit on a ramp (at the hospital in (B)(6)) and while driving up the scooter was in freewheel and started to go backwards. The user fell off and broke a leg (femur).

Manufacturer narrative:
The device is not available for evaluation by pride at this time. Should the device or further information become available, a follow-up report will then be submitted.

Manufacturer narrative:
An inspection took place at the dealer in (B)(6) . Pride italy found nothing wrong with the device.

Event description:
Dealer alleges user was driving the unit on a ramp (B)(6) and while driving up the scooter was in freewheel and started to go backwards. The user fell off and broke a leg (femur).